Event description:
It was reported while using bd alaris pump infusion set back check valve 3 smartsite y sites IV tubing the tubing disconnected and leakage occurred, which caused an error with a pump. There was no report of patient impact. The following information was provided by the initial reporter: IV tubing (30934) disconnected from bag. The fitting was not secure. The medication was wasted onto the floor, on the rn, and into the alaris pump. The pump being wet caused a pump malfunction/communication error. The patient was on three critical drips for sedation/ analgesia and had to be rapidly switched over to new pump. No harm occurred to the patient. The impacted medication bag and tubing have been quarantined for evaluation by vendors.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. The initial reporter also notified the FDA on 09sep2022. Medwatch report # mw5112020. Address information was not able to be obtained, therefore, nj was used as a place holder. Investigation summary: a complaint of tubing disconnecting was received from the customer. No product or photo was returned by the customer. The customer complaint of connection issues - disconnection could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 30934 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents.